Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.

Event description:
The customer contact reported a leak of a radiopaque agent. The tubing set was being used to deliver 5% dextrose and myoview. After an unspecified length of time in use, the customer contact reported leakage of solution from an unspecified location. The tubing set was replaced and the procedure was completed. There were no reported adverse patient effects. No medical interventions were provided. Though requested, no add'l info was provided.